Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: was the patient¿s post-operative course changed as a result of the extended procedure? Were there any adverse patient consequences? Patiient¿s current status?: unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml2593, and no non-conformances were identified. Investigation summary: it was reported that the device had breakage needle. It was received for analysis a used needle-suture piece and an empty winding former of product code vcp359. During the visual inspection of the sample, no breakage needle was found; however, the needle was noted bending and slightly marks on the body needle that appear to be by use of the surgical instrument could be observed and the end sutue was cut. Additionally, body fluids were noted on the suture piece. Per the sample condition, it could not be determined what may have caused the reported incident. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s post-operative course changed as a result of the extended procedure? Were there any adverse patient consequences? Patient¿s current status?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the needle tip broke during cervical stitch in c-section and subtotal hysterectomy. The broken piece was not found in body of patient by x-ray. A like device was used to complete the procedure. Operation time prolonged 2 hours. The patient is reported as stable.